Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient observed that they inserted cannula without removing needle guard. Additionally, the patient's blood glucose levels were elevated, measuring 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). The initial MDR with manufacturing report number (3003442380-2025-03720), was submitted on 13-march-2025. Upon receiving additional information, it was discovered that lot number was invalid on 21-march-2025. Additional information - this MDR is being submitted to include the below: h4: lot number, to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.